Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple altitude alarms occurred. The customer's blood glucose was between 129-130 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy. No additional details were reported for this event.